Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 4" a one touch ultra meter. The patient was unable to provide a date/time as to when the alleged issue began. However, the patient mentioned that the issue had occurred for a few days. As a result of the alleged issue, the patient claimed that she developed symptoms of sweating and weakness on (B)(6) 2010, between 9:00-9:30 am. The patient denied that she received any treatment because of the alleged "error 4" issue. The alleged "error 4" issue was resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of sweating which can be associated with severe hypoglycemia after the alleged issue began.